Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the medium-large clip applier instrument were broken, the clips would not clip properly when in the patient. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: this issue occurred while the instrument was placed inside of the patient with a clip. It would not fire/close properly. It was then removed from patient and tried another time with a different clip; however, it was still unable to close and secure the clips properly. It was finally replaced with another robotic arm that was able to close and secure the clips properly.